Manufacturer narrative:
Evaluation conclusion no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was received from a healthcare provider via a company representative who indicated that the pump was infusing generic baclofen. The pump was replaced on (B)(6) 2015. Logs returned by the company representative indicated that a motor stall occurred on (B)(6) 2015 at 05:46 and a tube set message occurred on (B)(6) 2015 at 05:46. No recovery was noted in the logs.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient from italy who was receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 540mcg/day. The patient experienced a lack of therapy with clonus and tremor; he was conscious. At the same time the motor alarm was heard. It was unclear specifically when the symptoms/stall first occurred; however, on (B)(6) 2015,the patient was seen by the physician and the pump was interrogated. A motor stall was noted. The pump was reprogrammed; however, the motor stall remained. The pump volume was 13.5ml and the next refill was scheduled for (B)(6) 2015. The pump was implanted in 2012 with an elective replacement indicator (eri) of 40months. The patient was compensated with oral lioresal. It was unknown if surgical intervention was planned. The patient's status was reported as 'alive - no injury'. Additional information from the company representative indicated that there was no emi (electromagnetic interference) or MRI (magnetic resonance imaging) performed. The pump would be replaced and returned for analysis.

Manufacturer narrative:
Upon device return, analysis of the pump found motor gear train anomalies; specifically corrosion and/or wear and/or lubrication, and a stall, due to partially missing gear teeth on gear wheel.